Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the dragonfly imaging catheter was advanced to the left circumflex artery with resistance noted due to the anatomy. The catheter crossed the lesion after pre-dilatation using a 2.0x15mm non-abbott dilatation catheter. After imaging was performed a 2.5x10mm scoreflex trio balloon dilatation catheter was used to dilate the lesion. Upon removal of the scoreflex trio, there was a white foreign substance/fragment located on the tip of the device, which was thought to be part of the dragonfly catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis were performed on the returned device. The reported material cut, split, or torn was able to be visually confirmed; however, the difficulty to advance was not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty to advance and material split, cut or torn appear to be related to circumstances of the procedure. The catheter¿s guidewire exit notch was observed to be torn, which is consistent with the reported material damage (split, cut, or torn) but is not directly attributable as a cause to the reported difficulty to advance. The stretched and torn guidewire exit notch is consistent with the catheter being inserted onto and removed from a guidewire but is not directly attributable as a cause to the reported difficulty to advance. In this case, it is likely that the patient¿s anatomical conditions caused the reported failure to advance and resulted in the catheter damage (torn guidewire exit notch/port). Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1: corrected adverse event/product problem: from adverse event/product problem to product problem. B2: corrected outcomes attributed to ae: from required intervention to na. H1: corrected type of reportable event: from serious injury to malfunction. H6: corrected health effect impact code 4641 was removed. H6: corrected medical device problem code 1562 was removed.

Event description:
Subsequent to the previously filed report, additional information was received: returned device analysis observed the guidewire exit notch was stretched torn. Pathology analysis was performed at the hospital¿s laboratory, the white foreign material was identified as atheromatous tissue, and not part of the dragonfly catheter. Since this was a case of in-stent restenosis (isr), it is possible that the plaque had detached. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.